Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that after the stent grafts were implanted there was an endoleak which was thought to be coming through the stent graft. All seal areas and stent graft overlap areas were re-ballooned. Then the balloon was placed and inflated in the body of the stent graft and the endoleak was still present which confirmed that the endoleak was not a proximal type I endoleak. Both limbs were relined with an endurant 161393 and 161693 and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm); unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: inherent risk of procedure (endoleak); device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); off ¿label, unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).